Event description:
Manufacturer received a call from the patient's daughter stating that her father passed away in 2023 and her stepmom threw the device away, she needs to find the s/n for the device. The caller was transferred to patient dme. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reportable since device issue/event has or may have caused or contributed to a death.